Event description:
During baxter's evaluation of a spectrum pump, evidence of tampering was found. The mechanism assembly and ultrasonic sensor were not the original parts that were initially installed in the spectrum pump. It is unk if there was patient involvement with the device after the unauthorized service was performed.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation found the mechanism assembly and ultrasonic sensor are not original to the device with serial number (B)(4). Review of the device history records shows the mechanism assembly belongs to the device with serial number (B)(4). Evaluation also determined the ultrasonic sensor does not match the device history records for serial number (B)(4) and belongs to a unk device. This is an indication that the mechanism assembly and ultrasonic sensor were not original to the device ans was installed outside the factory, an operation that is not permitted. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. The device could not be repaired and has been removed from service.